Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that, during the pre-discharge check, the right ventricular (rv) lead displayed increased pacing impedances and pacing thresholds (7 v). The decision was made to reposition the rv lead. Once the rv lead was revised, the pacing impedances were in the 800 ohms range. Technical services discussed the possible cause for the increased pacing impedance and pacing threshold values at the pre-discharge check. This rv lead remains in service with the associated pacemaker, and there were no additional adverse patient effects reported.